Event description:
The customer reported that the 9800 system had no image on the left monitor prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.